Event description:
It has been reported to philips that, system was not powering up. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mpdu control unit. The fse replaced the mpdu control unit and device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the system. During troubleshooting, the fse found an issue with the mpdu unit and the chiller was not on. The fse assisted the customer for flat detector trouble shooting. The fse replaced the mpdu replacement assembly, tcu-fd mod, mpd control unit, flashlite high end kit and sibbox unit. After replacement of the defective parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.